Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) which included interviewing the customer and troubleshooting the unit. The unit failed the nibp accuracy test. The rse advised the customer the unit was end of life. As a result, the unit's parts may no longer be manufactured or shipped by philips. The rse informed the customer of the nibp pump assembly that would require replacement and provided the part ID, which went obsolete: 2025-12-31. The rse offered to send end of life documentation; however, the customer declined. No further assistance was needed concluding remote technical support. Based on the available analysis, it was determined that the device experienced a malfunction. However, the most probable root cause of the reported issue could not be conclusively determined at this time. It is suspected that the issue may be related to the device being out of calibration or a potential failure of the nbp pump. A review of the service history for this device confirms the problem has not been reported again for this device. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that the unit is failing nibp accuracy test during a preventive maintenance. The device was not in use on a patient at the time of event, there was no adverse event reported.